Event description:
Per the account, during a case the device showed an estimated blood loss lower than expected. The device reflected blood loss readings of 230ml, 411ml, and 200ml. The surgeon felt the blood loss should be around 800ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the account, during a case the device showed an estimated blood loss lower than expected. The device reflected blood loss readings of 230ml, 411ml, and 200ml. The surgeon felt the blood loss should be around 800ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. The full UDI number is not available due to the missing lot number.